Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level at time of admission was 358 mg/dl. The customer's blood glucose level at the time of call was 332 mg/dl. The customer's symptoms included nausea, vomiting, and abdominal pain. The customer was wearing the insulin pump at time of admission. The customer typically treats with insulin injections. The outcome was diabetic ketoacidosis. The customer declined to complete troubleshooting. The customer was informed to return the product for analysis.